Event description:
The report stated that during preparation for the radio frequency ablation procedure, water leaked from the tip of the tubing where the connector attached. Another needle electrode was opened and used. Sterile water was in use. There was no patient impact. The evaluation of the returned incident device found that the device leaked at the handle.

Manufacturer narrative:
(B) (4). The incident sample was returned and confirmed to leak. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.